Manufacturer narrative:
Bayer service replaced the affected power cable and restored the system to normal operation. Bayer product analysis received and examined the returned power cable. The exterior cable appeared to be in normal condition. The lemo connector was removed to examine the wire leads. Several leads were found exposed and outside of the insulation resulting in a short circuit condition and subsequent heating. The cable was confirmed to be a previously recalled cable. Bayer bv provided and confirmed via a customer tracker that the recall notification was shared with the customer on july 23, 2013. Additional communication with the customer revealed that the staff member who received the recall letter in 2013 is no longer working at the site, so it is unknown at this time as to why the customer continued to use the recalled product. On april 15, 2013 bayer medical care distributed a field safety notice recalling all 25-foot dc power cables shipped with medrad veris mr vital signs monitors, or those provided by bayer service. These power cables were recalled due to a latent design reliability issue and the potential for shorting which can result in heating/melting of the cable jacket.

Event description:
The customer reported that the charger cable for the veris monitor was warm to the touch.